Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. It was found that the customer had changed the infusion site several times, but high blood glucose persists. Customer's blood glucose was 400 mg/dl. The customer's blood glucose was treated with a manual injection. Troubleshooting found the customer had a bent cannula. It was also reported the customer was hospitalized for high blood glucose and ketones. Date of admission was (B)(6) 2014. The customer was treated with an IV of fluids at the hosp. No additional info provided.